Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) . Batch: a48681. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6) . Batch: 182436.

Event description:
It was reported that patients spinal cord stimulator lead had multiple contacts out and had migrated. The patient underwent a spinal cord lead replacement procedure.